Event description:
It was reported that during a video-assisted thoracoscopic (vats) procedure, the device had an incomplete firing due to the trigger not being squeezed plastic to plastic. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that one ec45 device was returned with no visual non-comformances and with three cartridge reloads present. Reload b was received partially fired. Reload c and d were received fully fired. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.